Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The customer was informed that the pump did not receive the bolus request and was advised to reprogram the bolus if needed. After relaunching the app, the pump was not paired, and the caller planned to re-pair the app with the pump later.